Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when calculating the bolus dosages, the customer felt that the pump was not taking the blood glucose (bg) value into consideration. Reportedly, when the customer entered the carbohydrates (carbs) value prior to entering the bg value, customer stated that only the carbs value was used in the bolus calculation. However, when the bg value was entered prior to the carbs value, customer stated that both the carbs and bg entries were used to calculate the bolus dosage. There was no reported impact to the customer's bg level. It is possible that the customer was not following the correct steps while entering carb and bg values into the pump; however, this was unable to be confirmed as the customer did not respond to tandem technical support¿s follow up attempts to complete troubleshooting. In addition, a pump data upload was not available for review.